Event description:
It was reported the customer was receiving no delivery alarms. The customer also reported the alarm was resolved by a reservoir change. The customer does not want to return the reservoir or infusion set for analysis. Customer's blood glucose was 200 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.